Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. If implanted, give date: does not apply; lens was not implanted if explanted, give date: does not apply; lens was not implanted, and therefore, not explanted. Phone: (B)(4). First name: not provided. Other: the intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had an issue with the intraocular lens (iol) used. It was stated that there was complication during surgery, which made the doctor change iol from aab00 to ar40e iol. No additional information was provided. This MDR report pertains to the aab00 iol report. A separate report will be submitted for the ar40e iol where uncontrolled delivery occurred.